Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 705 mcg via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump critical alarm sounded. The pump alarm began on (B)(6) 2017 at 8 pm. The patient went to the ER at 8 on (B)(6) 2017. The pump was restarted at 8 am on (B)(6) 2017. The pump was replaced on (B)(6) 2017 and completed at 3 pm. No patient factors were reported. The pump would not be returned for analysis as the customer refused return. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was received on (B)(6) 2017. The initial reporter was identified as the patient's managing physician and their physician's assistant. The cause of the pump was identified as a low battery alarm and the pump being stopped. Interrogation of the pump showed pump stop/low battery alarm occurred. The hcp was able to restart the pump, but replacement was scheduled for the same day. While in the or, the pump alarm sounded over and over during the replacement surgery. The rep noted that the alarm was not every 10 minutes as programmed, indicating that the pump was turning off and on rapidly. No true cause of the low battery alarm/pump off was determined, but it was speculated that it was due to the 2011 pumps. The patient was scheduled for a routine replacement in (B)(6) 2017. The rep confirmed that, per hospital policy, the pump would not be released from the facility for analysis. Additional information was received on (B)(6) 2017 from the healthcare provider via the manufacturer's representative. According to the hcp, the patient's pump said "pump in safe state, reset occurred". The hcp was able to restart the pump the morning of (B)(6) 2017 and put it back at 705 mcg. No further complications were reported.